Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blood glucose reading of 600 mg/dl. Customer stated that she treated with a manual injection. Customer expressed the following symptoms of high blood glucose: weakness and feeling very tired. Customer found no air in the tubing and all her settings were correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer removed the set from her body and stated that the cannula was bent slightly to the left but not occluded. Customer was advised to do a complete set change. Customer mentioned that she is doing a manual injection of 10 units since her blood glucose was still high when she checked it. Customer stated that when she pulls the cannula out, it is causing an abscess.